Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited a large central leak during a post implant echo performed in the ICU immediately following implant. It was reported that one leaflet was not closing properly. The decision was made to explant the valve, which was performed on the following day. It was reported that the patient expired 2 days later due to excessive bleeding. It was reported that the bleeding was associated with having 2 bypass procedures performed within 2 days.

Manufacturer narrative:
Results-device history review found the product met specification when released for distribution. Conclusion-cause of event cannot be determined at this time. The product has been returned to medtronic for analysis. As of the date of this report, this analysis has not been completed. A review of the device history record was performed, which shows that this product met manufacturing specifications when released for distribution. Upon completion of the analysis, a supplemental MDR will be submitted to FDA with our findings.